Event description:
It was reported that stent fracture occurred. The target lesion was located in the non calcified renal artery. A 4.5x16 rebel coronary stent was advanced for treatment. Pre-dilation was performed with 3x12 emerge balloon catheter and the stent was deployed. However, the stent appeared to be fractured. Post-dilation was performed with 5x15 nc quantum balloon catheter. A 4.5x12 rebel coronary stent was advanced but failed to cross the lesion. After that, the lesion was post-dilated again with a 4x12 quantum balloon catheter. The procedure was completed with different device. No patient complications nor apparent injury were reported and the patient's status was stable.